Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was chipped by front right edge and right plunger case(cracked). No apparent contamination was reported. Error history log review found a motor rate error. The motor rate error was duplicated using same infusion rate. The root cause of the reported issue was found to be fluid ingression. Actions were taken to mitigate the reported issue: replaced multiple parts on motor assembly and clutch assembly.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.